Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: misaligned field of view (fov) and display of view (dov). The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited dents on objective frame on distal frame and edge, loose light guide connector/prong/cover glass, and the light transmission value is below the required or expected specification. There were no reports of patient involvement.